Manufacturer narrative:
Although the exact product information is not available, the repairs were likely performed using the cormatrix ecm for cardiac tissue repair, which is indicated for use as an intracardiac patch or pledget for tissue repair (i.e. Atrial septal defect (asd), ventricular septal defect (vsd), etc. And suture-line buttressing). The 26 patients were listed in three surgical categories: complete leaflet replacement, partial leaflet replacement, and edge or patch augmentation of a hole or fenestration. The first two categories are clearly off-label. In the absence of more details and a clear review of surgical technique, it is assumed that the third category of procedures was also off-label, as they required the excision of patient tissue and ecm patch creation. The reference to "edge" makes it likely that the patch was not fully surrounded by viable tissue and left the ecm as the free edge. Of the 26 patients in this study who had aortic valve repairs with cormatrix, 17 patients required unplanned reintervention after discharge. The study does not breakdown the actual original surgeries with second reinterventions nor does it clearly delineate the reason for reintervention for either the cm or ap group. However, the authors implied that reintervention was tied to aortic regurgitation/stenosis. The IFU available with the cormatrix device lists known complications including "stenosis" and "undesired tissue remodeling". Although the exact cause of the stenosis events cannot be conclusively determined, it is likely that these events were due to the off-label use of this product. The product was not used in keeping with the indications for use and this may have affected the performance of the device for this application. The physician's mention of autoimmune disorders in this study group may have had an influence on the results as well. Mdrs 3005619880-2014-00029, 30, and 31: reported 3 aortic valve reinterventions MDR 3005619880-2020-00067 (corrected): reported 9 aortic valve reinterventions therefore, this report will be for the remaining 5 patients not previously reported who underwent reinterventions of their aortic valve.

Event description:
During post market surveillance, the article entitled "outcomes of repair of congenital aortic valve lesions using autologous pericardium vs porcine intestinal submucosa" was reviewed and summarized as follows: this is the report of pediatric patients undergoing congenital aortic valve (aov) repairs between oct 2009 - mar 2013 who either received 1) cormatrix (porcine intestinal mucosa/sis-ecm) or 2) autologous pericardium (ap) for their patch--time to reintervention compared between the two groups. 26 patients received cormatrix and 49 patients received ap for their repair. The 26 patients who received the cormatrix product had it used for complete/partial leaflet replacements or edge/patch repairs of the aortic valve. Aortic valve reinterventions for stenosis were tracked over time. 17 patients required reintervention for adverse events "probably related" to the cormatrix product and categorized as "stenosis". Cormatrix cohort:mean patient age: 8.8 yearsfemale: 12 patients male: 14 patientsaverage weight: 24.1kgmean follow-up time 8.5 yearsconclusions of the authors:"use of sis-ecm [cormatrix] patches for aov leaflet repairs is associated with earlier time to reintervention vs. Ap". This data set of patients had been partially reported previously in two other publications and related mdrs filed. In 2014, mdrs 3005619880-2014--00029, 00030, and 00031 were submitted to report 3 patient events for aortic valve reintervention. In 2022, MDR 3005619880-2020-00067 was corrected to reflect 9 patient events for aortic valve reintervention, using a spreadsheet. This MDR is being submitted to report the 5 additional aortic valve reinterventions which occurred during the follow-up time in this study. These will be reflected in the attached spreadsheet.